Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 568 mg/dl with symptoms of dehydration and ¿not feeling well¿ associated with intermittent power to the pump and an issue with damaged pump casing. It was reported that the battery cap, battery compartment and cartridge compartment had stripped threads. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery cap was never changed. It is stated in the user¿s manual that the cap be changed every three to six months. This complaint is being reported because the patient allegedly experienced hyperglycemia due to intermittent power in the pump and the casing of the pump being damaged.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: there were pump reboots observed in the black box history. A daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The battery compartment was cracked and the threads on the battery cap were observed to be stripped. The battery cap was able to fully attach to the pump. The pump was exercised for 24 hours with a test cap with no power issues occurring. The battery caps contacts were within specifications. The pump passed a delivery accuracy test and was found to be within specification. The pump was opened and no damage was found internally. Unrelated to the original complaint, the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.